Event description:
Company name: contamac solutions, inc product name: nutrifill unique device identifier (UDI): (B)(4) I purchased multiple boxes of nutrifill solution and I have used them since last year. In may I started to feel discomfort in both of my eyes. I experienced redness, burning sensation, dryness and irritation. During my eye exam the doctor informed me that I had developed eye ulcers that left scars on both of my eyes. The right eye was more compromised than the left eye. I was given steroids to take for 10 days. Based on the location where the scar formed on my right eye my vision was significantly impacted. Based on the distance test done on my right eye my vision is now 20/400.